Event description:
I have had nothing but issues with this product. Constant cramping (almost like active labor contractions), snapping like feeling and sounds in my right side of my uterus, allergic to my wedding ring and engagement band (which has never happened until now), and my menstrual cycle is all out of wack (meaning one month I will have a regular period for 7 days out of the month, the month after I will have a period for 14 days out of the month and the last 45 days I have not bled and fear a possible pregnancy)!